Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine device check, episodes of non-sustained rv over sensing were observed in episode storage, triggered by post paced t wave over sensing. Stored egm episodes of the t wave oversensing events were not in the necessary format to allow to make measurements from stored episodes due to bipolar channel settings. Egm storage settings were changed to the correct format to allow for future measurement and programming changes. Patient was instructed to follow up in clinic. No other programming changes were made. The patient condition is stable.